Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. Upon interrogation, it was revealed that the right ventricular lead exhibited out of range impedance and noise. No intervention was performed and the patient was monitored.